Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call prime anomaly. Customer advised it took them 6 minutes to fill the tubing and then they are prompted to rewind once again. Customer's blood glucose level was 166 mg/dl. Customer advised it is taking longer than usual to fill the tubing. Customer was walked through the fill tubing process. Customer advised the buttons on the insulin pump respond intermittently. Customer declined to troubleshoot for the keypad anomaly. Customer advised they will monitor the device and see if it gets worse.